Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that according to the cds, during the first cleo change following training, the person with diabetes experienced difficulty with self-insertion and used multiple cleo sets before successfully completing the change with assistance. During the second cleo change, the patient attempted to use IV prep, but this did not help. The cds provided additional training and troubleshooting for cleo usage after these issues occurred. Infusion set was loose or leaking. There were patient involvement and no patient harm or no patient injury.